Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient was doing well. He had fully recovered and was receiving intrathecal baclofen therapy.

Manufacturer narrative:
Product ID: 8870bbu01, serial# (B)(4), product type: software; product ID: 8840, serial# (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the cause of the programming error was ¿hcp error during the programming¿. The hcp admitted his error. The patient was still sedated; on (B)(6) 2019, the physician decided to start intrathecal baclofen therapy again (350 mcg/day and 2000 mcg/ml).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via manufacturer representative baclofen 2000 mcg/ml at 47949.9 mcg/day via an implantable pump. The indication for use was not reported. It was reported that during a refill procedure at 11:30am on (B)(6) 2019, the hcp programmed a high simple continuous dose (47949.9 mcg/day) of baclofen when the intended/correct dose was 500 mcg/day (flex mode). After 15 minutes, the hcp understood the error and programmed the correct dose. In the afternoon, the patient went into a coma and was hospitalized. At ¿about 17.00pm¿, the reservoir of the pump was emptied and refilled with saline; minimum flow rate was programmed. Currently, the patient was intubated and being monitored at the hospital. The patient¿s status was alive ¿ with injury. The issue was not resolved. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.